Event description:
It was reported that the inspection device is unable to get the output for the set flow rate. Request for flow velocity confirmation. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device. As a result of checking the log, it confirmed that no miss setting, or other errors related to delivery failures were identified. Functional testing confirmed the complaint. The pump accuracy was without specification upper limit. The cause was a possible defective expulsor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Adjusted the expulsor. Performed all functional tests and all passed.